Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6), 2007 after the use of product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR's # 1225714-2013-02140, 02141.